Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation ablation procedure using a thermocool® smart touch® sf bi-directional navigation catheter. The night after the procedure, the patient experienced cva (cerebrovascular accident) with unknown intervention. There were impedance rises seen on the carto 3 system and the smartablate generator while ablating on the posterior wall. Following the impedance rises, the catheter was pulled out of the body and inspected and that is when char was noticed on the catheter tip. The catheter was replaced and the case continued. Post procedure the patient had a stroke. Patient status was reported by the physician as "patient is ok". Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 20-dec-2023, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation ablation procedure using a thermocool® smart touch® sf bi-directional navigation catheter. The night after the procedure, the patient experienced cva (cerebrovascular accident) with unknown intervention. There were impedance rises seen on the carto 3 system and the smartablate generator while ablating on the posterior wall. Following the impedance rises, the catheter was pulled out of the body and inspected and that is when char was noticed on the catheter tip. The catheter was replaced and the case continued. Post procedure the patient had a stroke. Patient status was reported by the physician as "patient is ok". Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection and an evaluation of all features of the device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The customer reported that when the catheter was pulled out of the body and inspected, char was noticed; however, during the analysis in the lab, no char, thrombus or clot residues were observed. The loss of char, thrombus or clot residues could be related to the decontamination process. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The physician has no opinion on the cause of this adverse event. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure using a thermocool® smart touch® sf bi-directional navigation catheter. The night after the procedure, the patient experienced cva (cerebrovascular accident) with unknown intervention. There were impedance rises seen on the carto 3 system and the smartablate generator while ablating on the posterior wall. Following the impedance rises, the catheter was pulled out of the body and inspected and that is when char was noticed on the catheter tip. The catheter was replaced and the case continued. Post procedure the patient had a stroke. Patient status was reported by the physician as "patient is ok". Additional event information was received indicating the physician has no opinion on the cause of this adverse event. Unknown what type of intervention was provided. There were no issues relates to temperature or flow on the catheter. Generator parameters: ablating between 45 w and 50 w. Activated clotting time (act) test were running every 10 to 15 mins. There was a slight impedance spike and the physician came off ablation using the foot pedal. There were no error messages.